Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate was noted to be intermittently inaccurate and often remains static for a day. Reportedly, the customer believed their bolus was not delivered due to the fill estimate being static and they delivered a second bolus which resulted in a low blood glucose level of 40 (mg/dl). Juice was consumed to address bg levels. During troubleshooting with tandem technical support, the customer reported that they had not been performing the air removal step during the load process. A new cartridge was loaded and the issue resolved.